Event description:
Baxter (B)(4) received a report that an infusor had reportedly leaked. It was noted that moisture was inside the housing. The device was filled with a 5-fu in normal saline. This condition interrupted therapy. There was patient involvement, however there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no solution in the reservoir. The reported condition of a leak was not confirmed. Visual examination of the sample showed no signs of physical abnormality. Only droplets of water from condensation were noted on the inner wall of the bottle, however, condensation is not actual leakage. A leak test was performed on the device; however, no signs of leak were found. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.